Event description:
It was reported that the ilet pump displayed alert 38 indicating consecutive stalled motor and prompted repeated restarts, which persisted despite multiple power cycles and a dry run attempt with an empty pump during tubing fill. Symptoms included interruption of insulin delivery. Outcomes included device replacement and return of the original device. Investigation included customer troubleshooting and a dry run attempt to isolate motor function during priming. Investigation of this case revealed a suspected motor stall malfunction within the pump mechanism consistent with a device mechanical or actuation failure during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.